Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13977 it was reported that the patient was experiencing loss of therapy on their left side due to one of their leads having migrated. The issue was confirmed via x-rays. It was noted that the patient had 2 falls. Surgical intervention is pending to address this issue. It is unknown which lead had migrated so both are being reported.

Event description:
Additional information received reports that patient underwent surgical intervention on 11may2022 in which one lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.